Manufacturer narrative:
On 6/10/2021 , mentor conducted a visual inspection, leak test, and microscopic examination of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sm mpp gel 325cc breast implant. Leak testing was performed in accordance with mentor procedures, and a scratch was observed on the anterior view without leaks. A microscopic examination was performed, and the cause of the scratch could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The event described could not be confirmed as the breast implant was returned without detectable leakage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported to mentor that mentor memorygel breast implant 325cc has ruptured intra-operatively on (B)(6) 2021. The implant was replaced with mentor memorygel breast implant 325cc. There was no patient consequence and no adverse event and no delay in procedure was reported.